Event description:
It was reported that during a da vinci si hysterectomy procedure, the wire of the instrument snapped. There were no missing pieces reported. The customer did not allege any patient harm, adverse outcome or injury.

Manufacturer narrative:
The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it was not damaged. The cable segment sticks out at wrist. Other cables at wrist were not damaged. Additional observation not reported by customer was main tube damage. There were scratches found on main tube. The distal end of main tube exhibited various scratch marks with light material removal. Scratches were short in length and they were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. Intuitive surgical contacted the initial reporter of this complaint. It was indicated that no pieces fell inside the patient during the last surgical procedure this instrument was used. The patient has not returned to the hospital with any post-surgical complications. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.